Event description:
Customer reported receiving a high meter reading on her freestyle freedom sometime in 2007, and experienced symptoms of dizziness and shakiness. Her husband drove her to a local hospital and she was diagnosed with hypoglycemia and treated with a "glucose shot". It was discovered through troubleshooting with adc customer service that the meter was not coded to the strips she was using.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.